Event description:
It has been report to philips that the system would not power on. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, system was in outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing fse found that the host pc was faulty. The philips engineer has replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.